Manufacturer narrative:
The customer indicated that 8 shocks were delivered and 3 shocks were not delivered. The patient had a pacemaker. The customer indicated the device worked correctly and opcheck was performed. The device was returned to full functionality. Philips did not evaluate the device. A philips clinical expert analyzed the patient event file and found a total of 8 shocks were delivered, and 4 shocks were disarmed due to a timeout/time to auto disarm. Time to auto disarm occurs when a charge is automatically disarmed when the shock button was not pressed within 30 seconds of charging the device. This feature is designed for the safety of users and patients to avoid an unplanned shock. This feature is configurable, enabling longer times between charging and shock delivery of 60 or 90 seconds. Information regarding this configuration is available in the efficia dfm100 instructions for use (IFU) on page 148. The reported problem was confirmed and the cause of the problem was due to user error. The device performed according to its specification and did not cause or contribute to the patient death. Based on the available information, the device performed as intended. The analysis found no sign of device malfunction. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device suggested shock on AED when not needed. After the customer checked the ECG strip, the ECG showed ventricular fibrillation with a paced rhythm. The device worked properly, and shock was advised two times but the staff waited until timeout (auto discharge) overall. The patient died.

Manufacturer narrative:
Additional information: the customer indicated that 8 shocks were delivered and 3 shocks were not delivered. The patient had a pacemaker. The customer indicated the device worked correctly and opcheck was performed. The device was returned to full functionality. This investigation is pending patient event file review. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device suggested shock on AED when not needed. After the customer checked the ECG strip, the ECG showed ventricular fibrillation with a paced rhythm, the device worked properly, and shock was advised two times but the staff waited until timeout (auto discharge) overall. The patient died.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device suggested shock on AED when not needed. After the customer checked the ECG strip, the ECG showed ventricular fibrillation with a paced rhythm, the device worked properly, and shock was advised two times but the staff waited until timeout (auto discharge) overall. Six of eight shocks were provided during CPR. The patient died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.